Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
The procedure was to treat a lesion located in the heavily calcified right coronary artery. While working in the very calcified artery, during the failed attempt to cross the lesion, the tip of the guide wire became stuck in the calcium/plaque. Although there was no resistance felt during retraction of the guide wire the tip sheared off and remained in the vessel. Attempts to retrieve the separated guide wire tip were unsuccessful. The patient underwent a redo of his coronary artery bypass on (B)(6) 2017 during which the trapped guide wire tip was removed. The patient is doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and dimensional inspections were performed on the returned device. The reported separation was confirmed although the reported difficult to advance could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record and complaint history of the reported device could not be conducted, because the part and lot number was not provided. The investigation determined the reported difficulties to be related to the patient anatomical conditions. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Returned device analysis revealed that the guide wire was returned entangled in a stent implant. Follow-up information confirmed that this was a non-abbott stent that had been implanted the day before and was subsequently removed during the coronary artery bypass procedure.